Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by a person who identified herself as a guardian of a consumer, related that recalled test strips were allegedly responsible for her nephew's hospitalization over the last seven (7) months. She reported that her nephew was a type I brittle diabetic. No information on the type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming.